Manufacturer narrative:
Section a: patient gender was requested but not provided. Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), did not confirm an issue related to knife dullness. The coring knife, serial number (B)(6), was returned in a plastic jar in unused condition. The handle was not returned. The protective caps were present on the knife and were secured with string. Visual and microscopic inspection did not reveal any evidence of damage or defect. A cut test was performed with the returned coring knife and a polyurethane sheet. The knife was able to cut through this material without issue, comparable to a control knife. Review of the coring knife manufacturing documentation found no deviations from manufacturing or quality specifications. These inspections include a cut test and visual inspection of the knife edge under magnification. Coring knife, serial number (B)(6), passed all testing and inspection. Incidental findings: visual inspection revealed an unknown residue adhered to the knife body. A manufacturing analysis task was completed to further investigate this finding. Per the investigation, the unknown residue presence was not determined to be manufacturing related. A specific cause for the unknown residue presence could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 1, "introduction", lists the apical coring knife as an optional component for device implantation. Chapter 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This chapter also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the surgeon decided to use a stand-alone coring knife due to recent concerns about the dullness of the coring knife in the implant kit. The stand-alone coring knife was used with no issues. The coring knife in the implant kit was being sent back unused.